Event description:
The customer reported that there appears to be a rough/rusty residue on the bevel section of the needle.

Manufacturer narrative:
(1) batch sample testing: according to customer feedback information, (B)(4) needles of sample retention with batch number: ckdd02-01 specification: 30g¡á1/2 "(0.3mm¡á13mm) were selected for relevant testing on october 25, 2024; 1. Use a 10x magnifying glass to inspect the appearance of each needle one by one. The needle tube should be clean and free of foreign objects. Check under 10x magnification, and the needle tip should be sharp, free of burrs,edges and curved hooks. 2. Using a universal imaging measurement system, 10 sample needles were extracted and the needle tip was locally magnified 70 times. No rough/rusty residue was found on each needle tip during observation. Please refer to the attached image for details. (2) production process review: according to the batch number, the batch record and finished product inspection report of the production process of this batch of products were traced back, and no changes were found in the production process and production technology of this batch of products, and no such abnormalities were found in the production process and finished product inspection process. (3) cause analysis: no abnormalities were found during the investigation of the sample products and processes mentioned above.